Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec'd 12/4/2015: litigation papers allege the patient suffered serious bodily injuries including pain and suffering as a direct and proximate result of the depuy pinnacle bilateral hip replacements implanted on or about (B)(6) 2004. The complaint was updated with the litigation on 12/8/2015. Update ad 25 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf record. In addition in what was previously alleged. Ppf alleges high metal ions. The lawyer firm, patient initial, manufacturing dates, expiration dates, were updated as well. Added stem part 523418 (B)(4) due to alleged high metal ions. Doi: (B)(6) 2007; - dor: (B)(6) 2014; (right hip).

Manufacturer narrative:
Product complaint: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.